Event description:
It was reported that the patient presented for initial implant of the right ventricular lead. During the procedure the lead dislodged from the fixed position and the capture threshold was high. The lead was removed, and an attempt was made to rotate the helix, however the helix failed to extend. The procedure was successfully completed with a replacement lead. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage after the distal portion of the lead was cut and cleaned, torque was applied directly to the inner coil, and the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region. The reported event of unacceptable capture threshold was not confirmed. Visual examination of the lead did not find any anomalies. Electrical tests of the lead did not find any indication of conductor fractures or internal shorts.